Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 19.0, 21.0, 60.0 and 62.0 cm from the proximal end; the embolization coil was detached from the pusher assembly. Therefore, functional testing of the smart coil could not be performed. The smart coil¿s pusher assembly was introduced through the hub of the non-penumbra device and the embolization coil was pushed out of the non-penumbra device. Conclusion: evaluation of the returned device revealed that the pet lock on the proximal end of the smart coil¿s pusher assembly was broken. A broken pet lock indicates that a pull force greater than the tensile strength of the pet lock was applied on the proximal end of the pull wire. If a pull force is applied to the pull wire in this manner, the pet lock will separate, and by design the embolization coil will detach from the pusher assembly. Further evaluation revealed that the smart coil¿s pusher assembly was kinked. These kinks were likely incidental and may have occurred during packaging the device for return. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart (smart coils). During the procedure, the physician deployed a smart coil into the aneurysm but then decided to use a different sized coil. While the smart coil was being resheathed, it unintentionally detached in the hub or proximal portion of the other manufacturer's microcatheter. The detached smart coil was removed from the microcatheter and the procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.